Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was inconclusive due to the incomplete sample that was returned for investigation. The proximal segment of a 4fr s/l groshong PICC was the only item returned for investigation. The returned sample exhibited evidence of use. The two-piece connector was attached to the catheter. The 4fr tubing extended 3cm from the distal tip of the strain relief oversleeve. The cross section at the distal end of the proximal catheter segment revealed a glossy and striated surface, which is indicative of a sharp instrument cut. The distal segment of the catheter was not returned for investigation. A functional test revealed that the catheter was patent to infusion. Pressurizing the catheter revealed no leaks in any part of the catheter. It is unknown if the damaged section of the catheter was returned for investigation. The exact cause of the reported event was unknown; however, since the catheter was incomplete and no leaks or damage were observed on the returned sample, the complaint was inconclusive. A lot history review (lhr) of reay2609 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that water leakage was found to occur between scale marks 36 cm and 37 cm when flushing the catheter after catheter placement. The catheter was thus trimmed for the second time, with a length of 2 cm left in vitro. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay2609 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that water leakage was found to occur between scale marks 36 cm and 37 cm when flushing the catheter after catheter placement. The catheter was thus trimmed for the second time, with a length of 2 cm left in vitro. No reported patient injury.